Event description:
It was reported that a 3.0x15mm vision stent delivery system was advanced to an unspecified, previously implanted stent in the left main (lm) coronary artery. During vision stent deployment, below nominal pressure, the stent dislodged from the delivery system. Balloon angioplasty was performed to crush the stent against the previously implanted stent, completing the procedure. There were no other adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the instructions for use (IFU) states: the multi-link vision rx and multi-link vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with abrupt or threatened abrupt closure with failed interventional therapy of de novo and restenotic native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.